Manufacturer narrative:
Pharmacovigilance comment: based on the available information, a causal relation between the events and the treatment cannot be excluded. The injection technique or the injection procedure per se may also have contributed to the event. The reported events are addressed in the label. The event fever is considered a side effect of the infection. According to the patient's statement to the reporting physician, there may have been a deviation from conducting the procedure under aseptic conditions. A batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. This case has been assessed as serious and as fulfilling the criteria for regulatory reporting. Based on the available information; infection around the time of the procedure, multiple rounds of antibiotics, prolonged adverse events, this case has been assessed as serious and as fulfilling the criteria for regulatory reporting. Not returned to manufacturer.

Event description:
(B)(4) is a spontaneous report sent on 03-nov-2014 by a physician which refers to a female aged (B)(6) years. The patient's medical history included penicillin allergy. Sometime in (B)(6) 2014, the patient received treatment with restylane lidocaine, lot number 13049, to tear trough and mid cheek, and botox [botulinum toxin type a]. According to the patient, the doctor did not remove her make up prior to injection, he only wiped the area with alcohol swab. 2 weeks later, the patient experienced fever (pyrexia), swelling (implant site swelling) and severe pain (implant site pain) on the left cheek after treatment with restylane lidocaine. Based on the patient's statement, she experienced infection (implant site infection) and subsequent chronic inflammation (implant site inflammation) on the left cheek after treatment with restylane lidocaine. The reporter assessed the case as serious due to require intervention (devices). Treatment for the adverse event included antibiotics, hyaluronidase [hyaluronidase], tramadol [tramadol]. The patient also had 2 MRI (unknown dates). The patient's blood tests showed elevated liver enzymes because of all the antibiotics she had taken over the past few months. The physician advised the patient to wait until her liver function improved before prescribing any further medications or treatments. The patient is still getting pain (implant site pain) over her left cheek now and again, but the frequency of pain has improved quite a lot. At the time of the report the swelling was not recovered/not resolved. At the time of the report the pain was recovering/resolving. At the time of the report the fever was unknown. At the time of the report the infection was unknown. At the time of the report the chronic inflammation was unknown. The reporter has assessed the swelling (implant site swelling) as conditional / unclassified related to treatment with restylane lidocaine. The reporter has assessed the pain (implant site pain) as conditional / unclassified related to treatment with restylane lidocaine. The reporter has assessed the fever (pyrexia) as conditional / unclassified related to treatment with restylane lidocaine. The reporter has assessed the chronic inflammation (implant site inflammation) as conditional / unclassified related to treatment with restylane lidocaine. The reporter has assessed the infection (implant site infection) as conditional / unclassified related to treatment with restylane lidocaine. The company has assessed the swelling (implant site swelling) as possible related to treatment with restylane lidocaine. The company has assessed the pain (implant site pain) as possible related to treatment with restylane lidocaine. The company has assessed the fever (pyrexia) as possible related to treatment with restylane lidocaine. The company has assessed the chronic inflammation (implant site inflammation) as possible related to treatment with restylane lidocaine. The company has assessed the infection (implant site infection) as possible related to treatment with restylane lidocaine.